Event description:
Healthcare professional reported "rupture" confirmed by ultrasound. This record is for the left side. Device was explanted and will not be returned.

Manufacturer narrative:
Continued: e1- phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture. Visual analysis: it is not possible to determine the lot number or catalog through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.